Manufacturer narrative:
This event is currently under investigation. A final report will be generated upon the completion of the investigation.

Event description:
The basket was initially deployed without incident. When the user tried to put it back into the scope the device would not retract in order to fit into the scope. When the handle is in the closed position, the basket remains partially in an open position. There were no reported adverse results to the patient due to this occurrence.

Manufacturer narrative:
Investigation - evaluation. A review of device history record, quality control, specifications, documentation, and complaint history was conducted during the investigation. The complaint device was not returned, therefore physical examination of the device by the quality engineering and/or engineering departments could not be performed. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record indicated there to be only one non-conformance associated with the complaint device lot number (which is not related to the reported failure). Additionally; a review of the complaint history found no other complaints associated with the device lot number. Based on the provided information, a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.